Event description:
It was brought to reporter's attention that during a dental procedure involving a patient, a piece of the light rod of the curing light splintered off. The patient reportedly swallowed the piece. The light rod is made of glass fibers. The patient appears fine and did not experience any adverse health effects.